Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) generated an alert for anti-tachycardia pacing (atp) and/or shock. Boston scientific technical services (ts) reviewed the event and stated the patient¿s rhythm showed a gradual onset that suggested supraventricular tachycardia (svt). Ts determined the atp was appropriately delivered due to the ventricular rate was higher than the atrial rate. However, the atp and the subsequent shocks were unable to convert the irregular rhythm. As result, therapy exhausted. Ts discussed the crt-d performed as programmed. No changes were performed. No adverse patient effects were reported.